Manufacturer narrative:
Complaint no: (B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported by the consumer as a break in aseptic technique by the patient, described as touch contamination. The assignable cause for the break in aseptic technique is not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 1.5%, low calcium, ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4, 1.5%, low calcium, ambuflex therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). As reported, dianeal therapy was ongoing. During a call with baxter customer services, the following was reported by the patient's wife. On an unreported date, the patient made a mistake of touch contamination (details not provided) which caused peritonitis to occur on (B)(6) 2012. On that same day, the patient was hospitalized for the peritonitis. On an unreported date, the patient started treatment with unspecified antibiotics and at the time of this report, treatment was still ongoing. Per the reporter, the patient was recovering from the peritonitis. It was not reported if the patient was re-trained in aseptic technique. Concomitant therapy was not reported. On (B)(6) 2012, the patient was discharged from the hospital. No further information was provided.